Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as very itchy, and area started to bleed from itchiness. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to the physician, but there is no indication of medical intervention just a note that patient will be getting ICD soon. The outcome of the irritation is unknown as follow up attempts were unsuccessful.